Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a pinching, rubbing skin irritation under their left breast from the lifevest equipment. The patient's physician advised patient that they do not need to wear the lifevest all the time. Follow up indicated that the skin irritation improved.